Event description:
This is the third of three reports received from finland in which healon 5 was used during cataract surgery and increased intraocular pressure occurred post-operatively. This report involved a 79 year-old woman who underwent a cataract extraction on 9/98, in which healon 5 was used. On 9/11/98, she was hospitalized due to pain in her eyes. Her iop was 78. A puncture of her eye was done and the iol reduced. Iop's taken were 70 and 50. A second puncture was done and the iop 10. Later in the evening her iop was 30. On 9/12/98, she was diagnosed with an anterior chamber reaction, suspected endotoxic reaction. The physician suspected that not all of the healon 5 had been removed from the eye during surgery as the intraocular fluid was more viscous than usual during the first puncture. She was treated with xalatan, timolol, apraclonidine eye drops, antibiotics, cortisone and acetazolamide. On 9/14/98, a culture of the aqueous humor was taken and the ac rinsed with antibiotics. The culture was negative. As of 9/17/98, there was no evidence of permanent damage and she had improved. An investigation of healon 5, batch #ze57476 was performed. No similar reports were received of this batch. Evaluation was done of reference samples. No significant deviation found. Testing for endotoxins and sterility was performed and no deviation found. Based on the technical investigation, no deviation was found to explain the reason for this complaint. The woman recovered. The device was recalled in finland as a result of three case reports. This device is not marketed in the us at this time, however, is currently under PMA supplement application.